Event description:
It was reported that the patient presented for remote follow up via merlin.net with noise exhibited by the right ventricular lead. The patient presented in clinic and noise was confirmed with isometrics. The lead also exhibited increasing capture threshold. The lead was capped on (B)(6) 2022 and replaced. There were no patient consequences.